Manufacturer narrative:
(B)(4). Batch # r58u9e. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 38 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the stapler was "destroyed" during the fourth firing? Please provide further detail. Were there any patient consequences? Response: the stapler fell apart. You can see when you receive it. The surgeon stapled with a new stapler and completed the surgery with no consequence to the patient.

Event description:
It was reported that during a right colon resection, the three first firings went good and without any problems. When firing the stapler the fourth time the stapler was totally destroyed. The stapler was rinsed with water in between all firings and the staple heights blue was selected. They finished the operation with a new ntlc without any problems.